Event description:
It was reported that before use of the bd precisionglide¿ needle the needle hub had discoloration. The following information was provided by the initial reporter: color change of needle hub.

Manufacturer narrative:
H.6. Investigation summary: one sample and one photo were provided by the customer for investigation. The returned sample was visually examined using 10x magnification. It was found that the returned sample has a needle hub which is lighter in color than normal. One photo was also provided by the customer for investigation. The photo shows two shielded needle assemblies. There is a red circle around the needle assembly on the top which is lighter in color than needle assembly on the bottom. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Possible root cause, during the needle hub molding process colorant is added to the resin; therefore, some variation in the color of the needle hubs is possible. Bd acknowledges that the returned sample is lighter in color than the needle hub assembly in the bottom of the photo provided by the customer. There is no quality criteria in the customer specification for variation of color in the needle hub. As a result, no corrective or preventative actions are proposed in the scope of this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd precisionglide¿ needle the needle hub had discoloration. The following information was provided by the initial reporter: color change of needle hub.